Event description:
It was reported that this implantable pacemaker was explanted due to a loss of capture. Subsequently, a cardiac resynchronization therapy defibrillator (crt-d) was successfully implanted. Also, the non-bsc left ventricular lead was surgically abandoned due to high out of range pacing impedance measurements greater than 2,000 ohms. No additional adverse patient effects were reported. The device has not been returned for analysis. This report will be updated should product be received and analysis completed.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this implantable pacemaker was explanted due to a loss of capture. Subsequently, a cardiac resynchronization therapy defibrillator (crt-d) was successfully implanted. Also, the non-bsc left ventricular lead was surgically abandoned due to high out of range pacing impedance measurements greater than 2,000 ohms. No additional adverse patient effects were reported. The device has not been returned for analysis. This report will be updated should product be received and analysis completed.